Manufacturer narrative:
One used sample was returned without the original packaging. The returned sample device was infused with water to show a fluid pathway. There was leakage seen on the tubing approximately 3.5cm from the 60cm marking until the area of the leakage. The tube was examined under magnification (50x), there was a small slit/hole identified. The root cause has be determined to be user error, similar holes have been seen when using excessive force to removal the stylet. Furthermore, the instructions for use indicate to flush the feeding tube just prior to stylet removal. The user not irrigating the tube prior to stylet removal will cause the failure. All information reasonably known as of 13-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation; a follow-up report will be filed. All information reasonably known as of 27-jul-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received stating that during use, leakage was identified in the tubing and a pihole was confirmed. A tear was found at about the 55cm mark below the tip end of the tube. No additional information was provided in regards to the patient's status.